Event description:
A patient reported experiencing inaccurate erratic results with a otbe meter. The patient's blood glucose results were 389mg/dl, 102mg/dl. Tests were done within less than 10 minutes with a difference of 104%. Patient did not experience any adverse events. No further information has been reproted. Note - customer cleaning meter incorrectly.